Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample, one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split and a partial circumferential break were noted on the attached catheter. The edges of the split on the attached catheter were noted to be jagged. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. A distal portion of the regions were noted to stay attached; small splits were noted in area. Upon infusion, leaks from the split and partial circumferential break on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak, suction issue and identified deformation and naturally worn issues. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter fracture for the other device. Although a definitive root cause could not be determined, flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure for an unknown medical condition. Approximately one year later, on (B)(6) 2025, during routine flushing, it was reported that weak backflow was observed, and saline leakage occurred within the subcutaneous tunnel. The current status of the patient was unknown.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure for an unknown medical condition. Approximately one year later, on (B)(6) 2025, during routine flushing, it was reported that weak backflow was observed, and saline leakage occurred within the subcutaneous tunnel. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.